Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. On (B)(6) 2018 the result from the meter was 5.0 inr and the result from the laboratory was 3.7 inr. On (B)(6) 2018 the result from the meter was 5.2 inr and the result from the laboratory was 3.36 or 3.32 inr. Verification on the correct laboratory result has been requested but has not been provided. The laboratory method was sta neoplastin cl plus. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr.

Manufacturer narrative:
The correct result from the laboratory was provided. On (B)(6) 2018 the result from the laboratory was 3.36 inr.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields device evaluated by MFR and correction/removal number have been updated.